Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed burn like irritations under the left front/back electrodes. Nurse reported the area was beginning to open. Patient reported the electrodes feel hot to touch however a field service representative inspected the belt and found no damage. The electrode belt was replaced. Medical staff from the rehab the patient is staying at have been applying a topical treatment to the rash. Patient advised the rash is improving.